Manufacturer narrative:
(B)(4). Fracture of the rv conductor was noted at 3.0cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of high hv lead impedance.

Event description:
It was reported that the patient was presented to the emergency room after receiving an alerts for high, out of range, hv lead impedance. Lead was explanted and replaced. Patient condition was good post procedure.